Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "no pump has been thrown away."

Manufacturer narrative:
No product was returned for investigation. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experience bleeding at the insertion site. The dressing was changed, sandbags were used, and heparin was withheld.later, the patient was successfully weaned from the pump and survived.